Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: field service engineering (fse) visited the customer to address the reported event. During evaluation, the fse confirmed the error in the error log. Fse performed troubleshooting on the unit and found the x1-axis guiderods were sticky. Fse then cleaned and lubricated the x1-axis guiderods. Quality controls (qc) and patient samples were run with acceptable results. The instrument was operating as expected. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number 13874603 from 07-oct-2017 through aware date 07-nov-2018. There were no similar complaints including this complaint identified during the searched period. The g8 variant analysis mode operator's manual under chapter 6, troubleshooting states the following: 6.3 error messages when consulting with technical support about a problem, please note the error message and error number. In addition, if you follow the suggested solutions in this section and are still unable to resolve the error, or if you encounter an error message that is not noted, contact technical support. General error messages with these errors, the assay stops and the analyzer immediately enters stand-by state. 708 x1-axis error an abnormality occurred in the operation error in the x1-axis. If this occurs, inspect the x1-axis. Then, execute sl rotate. The most probable cause of the reported event was the x1 axis guiderods needed to be cleaned and lubricated.

Event description:
A customer reported getting a 708 x1-axis error message on the g8 instrument. Technical support (ts) troubleshooted and found that the sample rack pusher was extended and not homing. Ts instructed the customer to reboot the analyzer to get the pusher foot to home but the error 708 returned immediately. The instrument was down. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.